Event description:
Received user facility report. Hemolysis event occurred with 7th reuse line due to a kinked arterial line. During treatment venous pressure decreased and tmp increase. Kinked arterial line was noted and treatment was discontiued. Pt complained of headache and abdominal cramps and was given mannitol 4. Symptoms improved and treatment was restarted with a new line. Treatment was completed with minimal relief of symptoms pt was placed on 02 pt, subsequently was admitted to hospital. Blood specimen revealed hemolysis. Sample is available.